Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to an infection at the magnet area. It is unknown if there are plans to reimplant the patient as of the date of this report and additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis has indicated device failure. This report is submitted on january 6, 2023.